Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with their right ventricular lead exhibiting noise. No intervention was performed and physician decided to continue to monitor the device. Patient had no consequences as a result of the event.